Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was used in the bile duct during a (B)(6) portal drainage procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. During the procedure, the device was advanced to the target area and the stent was partially deployed. However, when the physician attempted to reconstrain the stent, it could not be fully constrained. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a wallflex biliary rx uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent had been deployed. A visual and tactile examination found on no kinks or damage along the shaft of the device. All markerbands were present and in the correct location. During analysis it was possible to open and close the delivery system without issue and it was noted that the three ro markerbands on the inner shaft were correctly positioned. A visual and microscopic examination found no issue with the profile of the deployed stent. A tactile examination found that the inner shaft was kinked across its length. A pronounced bend was also noted in the profile of the inner shaft. This type of damage is consistent with the application of excessive force to the delivery system. A visual and microscopic examination found no issue with the profile of the reconstrainment band. No other issues were identified during the product analysis. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The complaint event is most likely linked to anatomical/procedural factors encountered during the procedure. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was used in the bile duct during a hepatic portal drainage procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was tortuous. During the procedure, the device was advanced to the target area and the stent was partially deployed. However, when the physician attempted to reconstrain the stent, it could not be fully constrained. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.